Event description:
During the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 5.5mm. The physician inserted balloon catheter and advanced forward into the vessel. The physician inserted a guide wire. The physician inflated the balloon catheter and dilated the vessel. The physician deflated the balloon catheter and removed it from the patient. The physician inserted stent delivery catheter and before it was fully advanced, the occlusion balloon deflated unexpectedly. The physician attempted to re-inflate the occlusion balloon but was unsuccessful. The physician removed the occlusion balloon wire and replaced it with another to complete the case. The patient is reported to be fine.